Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while clipping the cystic artery, the clip did not detach from the clip applier and remained stuck in the device. The device was also difficult to disassemble, the clip cartridge was unable to be properly loaded onto the handle, and the clip did not form correctly. Another reload was opened to complete the case. The surgical time extended for 3 minutes, but there was no patient injury.